Event description:
It was reported on mw (B)(4) that during a laser lithotripsy procedure, a physician sustained a 1mm burn to the hand. It was further reported that the surgeon sustained no impairment and that no medical intervention was required to preclude permanent impairment.

Manufacturer narrative:
Lumenis investigated the reported event and determined that the subject device was reported erroneously as a lumenis (formerly coherent) vp select laser. The actual subject device of the event report is a laser fiber delivery device, optical integrity general shaped fiber, manufactured by optical integrity, inc. Lumenis determined that the subject device was not tested or qualified by lumenis for use with its laser systems. Lumenis contacted the device manufacturer to report the event and obtain additional device information. No information about the manufacture date, lot number or other identifying information was made available to lumenis.